Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device had a malfunction causing the inability to deploy. The user felt like the plug did not deploy, they said they tamped it down, then released up and blood was everywhere. The patient was reported to be in stable condition. Hemostasis was achieved by manual compression. No additional problems occurred. Additional information was received on february 20, 2019. A 6fr sheath was used during the procedure. A pre-deployment angiogram was performed. The rear lock step sleeve separates from locked position. The device was removed and manual compression was held.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.